Event description:
It was reported that the patient alert was triggered. It was also reported that there was increased right ventricular (rv) impedance, high rv impedance and high rv threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert was triggered. It was also reported that there was increased right ventricular (rv) impedance, high rv impedance and high rv threshold. It was further reported that the pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Impedance/high impedance: 1 - patient alert for oot subthreshold lead impedance on (B)(6) 2012 09:00:09. Weekly and daily pace lead impedance trend data shows an increase for min and max ventricular pace bi = 893 to 13040 ohms peak between (B)(6) 2012.